Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The field service engineer performed a 10000 hours maintenance (where compressor tubing is replaced) and replaced the drainage valve. After that the compressor held the pressure. No part was returned for investigation. No further issues have been reported. An internal leak in the compressor may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion is that an internal compressor tube or connection probably was leaking. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).